Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 3. The drain volume was 4009 ml. This event meets overfill criteria. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 5 of 5 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2367 alarm during drain 5 of 5 on the homechoice. A system error 2367 is an alarm that is due to a previous system error alarm. The technical service representative (tsr) checked the alarm log and identified a se 2240 (air in set) alarm. The home patient (hp) first reported was connected at time of alarm, then reported had disconnected before alarm. The tsr suggested the hp call when she has an alarm and to let the registered nurse (rn) know about this se 2240. Proper procedures were reviewed with the hp. Product surveillance followed up (B)(6) 2010 with the peritoneal dialysis (pd) nurse who reported this hp has had no problems since this reported alarm. Hp's labs are great and she continues to use the cycler for therapy. Cause of the alarm was undetermined. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.